Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. There was no cause found to determining for the ventilator inoperative code found on the device. There were no parts replaced on the device. The device was scrapped. Additional findings not related to the malfunction/issue was damage to the connector. There was no cause found to determining for the damaged dc connector found on this device. There were no parts replaced on the device. The device was scrapped. The device is not needed for inventory and was scrapped.